Event description:
While inserting screw into plate on a metaphalangeal joint fusion, the screwdriver end broke off flush inside the screw and could not be removed from the screw. There was no harm to the patient.